Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior a da vinci-assisted surgical procedure, the instrument arm drape camera area among the four was recognized as an orange sensor and could not be used. Site checked it repeatedly, but the orange light continued. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the camera drape had engagement failure, and the issue was not resolved through troubleshooting. Only one drape had an issue during the surgery. The procedure was not completed with same drape.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument arm drape associated with this complaint and completed investigations. The reported event with the accessory could not be replicated nor confirmed. The accessory was installed at the in-house system and passed recognition and engagement without any issues. All four-instrument sterile adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were also successfully deployed. The drape spin test was also performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drove 180 degrees in both directions. The accessory was fully functional. Visual inspection was carried out and there was no damage found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.